Manufacturer narrative:
Continuation of d10: product ID 977a260, (serial: (B)(6) ); product type: 0200-lead; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. It was also reported that there was one red connection on 9. Cause was unknown. The issue is ongoing. Additionally, patient stated they were noticing some back pain today, which was the pain the implant was programmed to help with (patient was just programmed in on monday). Patient said they tried adjusting stimulation intensity, but didn't get much of a response until intensity was high, and that still didn't help. Patient was on group a, and tried b already, but hadn't tried group c yet. Patient confirmed stimulation was on, controller battery was 100%, implant battery was 30%. The patient was redirected to their healthcare provider to further address the issue. .